Manufacturer narrative:
Model tdx-sr serial number (B)(4) is approximately 3 years old. This is a tdx-sr and falls under the recall as noted on the invacare website. The device has all the noted performance issues. The invacare website provides the following information about the recall: http://www.invacare.com/cgi-bin/imhqprd/inv_productalert/prod_alert.jsp?s=0&wt.svl=topnavlink9. Medical device field correction update - april 2010. Invacare tdx sr power wheelchairs with stability lock. Model numbers: tdxsr, tdxsr-hd, tdxsr-cg, tdxsr-cg-hd, tdxsr-mcg, tdxsr-mcg-hd, tdxsrv, tdxsrv-hd. Distributed between february 2008 and september 2008 affected serial numbers: chairs with a 150, 165 or 300 lb weight capacity: 08bexxxxxx; chairs with a 400 lb. Weight capacity: 06hexxxxxx - 08iexxxxxx. The first three serial number characters represent the year and month of manufacture. For example, serial number (B)(4) was produced in april 2007. Date recall launched: september 2009. Invacare initiated recall for its tdxsr power wheelchair with stability lock. Invacare has become aware that on some chairs, the stability lock feature may not be engaging properly or consistently. If the stability lock feature does not engage properly, the wheelchair may exhibit a tendency to do one or more of the following: veer to one side, rock forward onto its front riggings, drive in an unintended circular motion, and fall forward or to one side the following situations could occur if this feature is not corrected: reduced control on ramps and sloped surfaces with increased potential to fall or drive off these surfaces. A fall of this type can result in the chair falling onto the user. User bumping into nearby objects with potential to fall from the chair. An uncorrected stability lock feature could lead to serious injury (i.e. Broken bones, lacerations) or death. If your invacare tdx sp power wheelchair falls into the serial number range noted above, it is important that you contact your dealer promptly and make arrangements to have your device corrected. Invacare is providing the necessary parts and this correction is free of charge. Until your device is corrected, the following tips can help you avoid the situations described above: reduce the speed of the chair especially when on ramps, sloped surfaces or when crossing doorway thresholds or walkway curbs. Always wear the seat positioning strap as invacare instructs within the user guide that shipped with the product. Keep your upper body against the seat back and sit back as far as possible in the seat. Do not sit on the front edge of the seating surface while driving. Do not lean or reach forward suddenly. Use extra care during transfers especially or if the chair has sat for an extended period of time, i.e. Over night. Avoid sudden, quick changes in direction. For example; rapid forward to reverse joystick movements. Exercise extra care when navigating on elevated platforms and seek the aid of an assistant if possible. Contacting your equipment provider must be a priority. If for some reason you currently do not have a provider, or if your provider is unable to correct your device, contact invacare as shown below so we can assist you in getting your device corrected. (B)(4).

Event description:
The letter from the attorney alleges the chair is defective. He alleges the chair veers to one side, rocks forward onto the front riggings, drives in an unintended circular motion, and falls forward to one or the other sides. No injury is alleged.